Event description:
In 2007, a teleflex medical sales representative reported. A facility alleges, during a procedure, a nurse cut her hand, while inserting a surgical blade into the handle. The device used during the procedure is unknown. The facility alleges, that a pilling device was used, no catalog number or lot number was identified.

Manufacturer narrative:
The catalog number of the blade handle is unknown. Based on customer inventory, we suspect two possible catalog numbers. They are: 352950, 352957. The devices have been received and are currently being evaluated. A follow up report will be filed upon completion of the investigation or if additional information becomes available.